Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank screen and pump error as exposed to moisture while swimming. Customer also reported that keypad was unresponsive. Customer performed self test and it was failed. Customer also had crack on battery compartment. Customer¿s blood glucose was 270mg/dl. Insulin pump will not be return for analysis.